Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line clamp was closed. The patient stated that they noticed that the patient line clamp was closed in fill one, opened it and proceeded through fill one and into dwell one. The patient stated they performed a manual drain and disconnected. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where the patient left the patient line clamp closed. Failing to open the patient line clamp is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.